Event description:
Supplemental report is being submitted due to the completion of the investigation on 07 oct 2025.

Manufacturer narrative:
Device evaluation 1 unit of lot c2042367 of echo-hd-22-ebus-p-c was returned open in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025 and lab re-evaluation on the (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted into the device distal end of needle examined, and no issue observed stylet removed from device and examined no issue observed. Needle removed from the device and no issue observed functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet able to be fully inserted without issue. Stylet reinserted into the device without issue. Lab re-evaluation. Visual inspection: distal end of needle examined and damage (split) on the core trap of the needle observed. The reported failure was observed. Manufacturing records prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2042367 did not reveal any discrepancies that could have contributed to this complaint issue. Manufacturing procedures review took place to eliminate potential manufacturing issue. The needles are inspected as an irs and as a finished part. As an irs under (B)(4) and as a finished part under (B)(4). Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110) image review an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. The investigation indicates that the damage to the needle's distal end was not initially visible during the first lab evaluation, it was only upon examination with a magnifying glass that the damage became visible. This suggests that the damage was subtle and required magnification to be detected. A possible root cause could be attributed to the needle tip coming into contact with a hard lesion as it was confirmed in the additional information that needle puncture of the target site was difficult and several punctures attempts ware required which led to damage to the needle tip. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, tried sample biopsy but couldn't get a sample. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the needle tip coming into contact with a hard lesion as it was confirmed in the additional information that needle puncture of the target site was difficult and several punctures attempts ware required which led to damage to the needle tip. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer went in with the ebus needle, tried sample biopsy but couldn't get a sample. After trying several times, they inspected the needle and noticed a split on the core trap of the needle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.